Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet vanguard bearing , cat#: unknown lot#: unknown,, unknown biomet vanguard femoral component, cat#: unknown lot#: unknown unknown biomet vanguard patella, cat#: unknown lot#: unknown, unknown biomet vanguard tibial tray, cat#: unknown lot#: unknown, unknown biomet vanguard patella, cat#: unknown lot#: unknown, unknown biomet agc bearing, cat#: unknown lot#: unknown, unknown biomet agc femoral component, cat#: unknown lot#: unknown, unknown biomet agc patella, cat#: unknown lot#: unknown, unknown biomet agc tibial tray, cat#: unknown lot#: unknown, unknown biomet agc bearing, cat#: unknown lot#: unknown, unknown biomet agc femoral component, cat#: unknown lot#: unknown, unknown biomet agc patella, cat#: unknown lot#: unknown, unknown biomet agc tibial tray, cat#: unknown lot#: unknown, unknown biomet vanguard bearing, cat#: unknown lot#: unknown, unknown biomet vanguard femoral component, cat#: unknown lot#: unknown. Initial reporter: john b. Meding, kenneth e. Davis, merrill a. Ritter ¿ antibiotic bone cement and ultraviolet light use in total knee arthroplasty¿ open journal of orthopedics, 2016, 6, 283-293. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06592, 0001825034-2017-06593, 0001825034-2017-06594, 0001825034-2017-06595, 0001825034-2017-06597, 0001825034-2017-06598 0001825034-2017-06599, 0001825034-2017-06600, 0001825034-2017-06602, 0001825034-2017-06603, 0001825034-2017-06604, 0001825034-2017-06605, 0001825034-2017-06606, 0001825034-2017-06607, 0001825034-2017-06608.

Event description:
It was reported in a journal article that forty-four (44) of group two patients experienced deep infections. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.